Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image due to noise was caused by damage to the image sensor unit (e.g., disconnection) or failure of mounted components (chip, capacitor, etc.) On the electrical board due to stress from use, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found due to damage on charged couple device unit, image noise occurs and temporary the image cannot be seen. In addition, evaluation found that video connector has a crack and video connector is deformed due to physical stress. Finally the adhesive around objective lens has a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, flex video scope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that no image due to noise. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.